Manufacturer narrative:
The insulin pump had passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The insulin pump received with intermittent button response due to corroded keypad traces. The device was monitored for several hours and had no button error alarms. The device received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm, a keypad anomaly, and a bolus wizard anomaly. The blood glucose at the time of the incident was 29.8 mmol/l. The customer complained about the bolus wizard giving inaccurate bolus values. The insulin pump had keypad numbers that were ramped up and there was a button error alert. The insulin pump had a battery out limit alarm when it was removed. The health care provider said that the customer does not follow proper protocol so they ended up at the hospital. Troubleshooting was not able to resolve the issue. The device was returned for analysis.